Manufacturer narrative:
The analysis on this device is pending.

Event description:
During the implantation procedure, it was reported that the tip on this lead bent when trying to insert the lead into the introducer. Therefore, the lead was not implanted.